Event description:
The end user was treated for skin tears on right upper arm. It is reported that no problems were observed with the first dressing change after one week. It is further reported that upon the second dressing change (after one week, total of 2 dressings in 2 weeks wear time) the nurse observed red skin, unpleasant smell, itching and pain.

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable serious injury. It is reported that the product was removed and the nurse "switched" to an unspecified "different" brand. No additional info has been provided to date. Should additional info become available, a follow-up report will be submitted. (B)(4).